Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that x-ray images taken of the ins and leads showed no change in the their location at the time of the event. The current status of the explanted device was unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# l79928, product type: lead. Product ID: 3887-33, lot# j0102036v, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: (B)(6) 2004, UDI#: (B)(4) ; product ID: 3887-33, serial/lot #: (B)(4), ubd: (B)(6) 2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for chronic low back pain. It was reported that prior to getting her device replaced in 2006 she was not getting the stimulation coverage where she should have. Patient stated they tried tired reprogramming it but that did not work they had replaced her device. Patient stated when the health care professional (hcp) looked at the device the leads seem to have moved/ shifted so the hcp moved and revised the initial leads during battery replacement surgery. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Continuation of d11: product ID 3887-33 lot# l79928 (B)(4) implanted: 2001-04-25 explanted: product type lead product ID 3887-33 lot# j0102036v (B)(4) implanted: 2001-04-25 explanted: product type lead if information is provided in the future, a supplemental report will be issued.